Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of two heavily calcified lesions in the left circumflex artery (lcx). The lesions were separated by an s-curve segment. Treatment of the first lesion was successfully performed. Glideassist was used to advance the oad through the tortuosity for treatment of the second lesion. During the fifth treatment of the distal lesion, the oad jumped through the lesion and became stuck in a calcium shelf. The oad was moved backwards while spinning on low speed, and the nose length of the oad fractured. The driveshaft was removed from the patient, and a second wire was inserted for support. Multiple unsuccessful attempts to remove the oad fragment were made, including opening an alternative access site in the femoral area, balloon dilations and guide catheter insertions. The patient experienced arrhythmia, hypotension and went into cardiac arrest. Cardioversion was administered to stabilize the patient. The viperwire was retracted in an attempt to pull the fragment back. The guide wire then fractured. An impella device was placed. Thrombosis in the lcx was diagnosed. Per the physician the thrombosis was a result of the fragment's presence in a stenotic area during removal attempts. The patient was sent to the intensive care unit. The impella device was removed the following day and as of (B)(6) 2020 the patient was in stable condition. As of (B)(6) 2020 there is no plan to remove the fragments. The thrombus was not resolved. On the evening of the procedure, the patient experienced a myocardial infarction, acute kidney injury and hypotension. Per the opinion of the physician, these events were caused by the fractured device that remained lodged in the patient's vessel.

Manufacturer narrative:
Csi ID: (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional information regarding the device return has been requested, but has not been received. If the device is returned for investigation a supplemental report will be submitted. This event occurred in the same event as guide wire event reported under MDR 3004742232-2020-00234. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of two heavily calcified lesions in the left circumflex artery (lcx). The lesions were separated by an s-curve segment. Treatment of the first lesion was successfully performed. Glideassist was used to advance the oad through the tortuosity for treatment of the second lesion. During the fifth treatment of the distal lesion, the oad jumped through the lesion and became stuck in a calcium shelf. The oad was moved backwards while spinning on low speed, and the nose length of the oad fractured. The driveshaft was removed from the patient, and a second wire was inserted for support. Multiple unsuccessful attempts to remove the oad fragment were made, including balloon dilations and guide catheter insertions. The patient experienced arrhythmia and hypotension. The viperwire was retracted in an attempt to pull the fragment back. The guide wire then fractured. An impella device was placed. Thrombosis in the lcx was diagnosed. Per the physician the thrombosis was a result of the fragment's presence in a stenotic area during removal attempts. The patient was sent to the intensive care unit. The impella device was removed the following day and as of (B)(6) 2020 the patient was in stable condition. As of (B)(6) 2020 there is no plan to remove the fragments. The thrombus was not resolved.

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of two heavily calcified lesions in the left circumflex artery (lcx). The lesions were separated by an s-curve segment. Treatment of the first lesion was successfully performed. Glideassist was used to advance the oad through the tortuosity for treatment of the second lesion. During the fifth treatment of the distal lesion, the oad jumped through the lesion and became stuck in a calcium shelf. The oad was moved backwards while spinning on low speed, and the nose length of the oad fractured. The driveshaft was removed from the patient, and a second wire was inserted for support. Multiple unsuccessful attempts to remove the oad fragment were made, including balloon dilations and guide catheter insertions. The patient experienced arrhythmia and hypotension. The viperwire was retracted in an attempt to pull the fragment back. The guide wire then fractured. An impella device was placed. Thrombosis in the lcx was diagnosed. Per the physician the thrombosis was a result of the fragment's presence in a stenotic area during removal attempts. The patient was sent to the intensive care unit. The impella device was removed the following day and as of (B)(6) 2020 the patient was in stable condition. As of (B)(6) 2020 there is no plan to remove the fragments. The thrombus was not resolved. On the evening of the procedure, the patient experienced a myocardial infarction, acute kidney injury and hypotension. Per the opinion of the physician, these events were caused or contributed by the fractured device that remained lodged in the patient's vessel.

Manufacturer narrative:
(B)(4).